Event description:
It was reported by the patient that the pdm started smelling like burning plastic and had a slight bulge. The pdm was hot to the touch. The patient stated that the battery was not holding a charge. No further details to report.

Manufacturer narrative:
No damages nor deformities were observed to the battery. Inspection of the device found no issues capable of causing nor evidence of a thermal event. Investigation of the device confirmed the reported inability to hold charge. The cause of this issue could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.